Event description:
This article presents a case of a patient who underwent transcatheter edge-to-edge repair (teer) of the mitral valve for treatment of symptomatic torrential mitral regurgitation (mr). The patient had torrential mitral regurgitation, severe pulmonary hypertension, and tricuspid regurgitation, that rendered the patient ineligible for cardiac surgery. The patient was presented with no leaflet coaptation. Ivac-2l is a left ventricular assist device (lvad) that was used to help reduce end-diastolic pressure and volume through ventricular unloading, thereby decreasing the size of both the ventricle and the mitral annulus. After 30 minutes of running, there was a notable improvement in the coaptation. The mitraclip procedure was then performed to reduce mr. Three clips were implanted with no reported issue, reducing mr to mild. However, after removal of ivac-2l device, clip delivery system (cds), and steerable guide catheter (sgc), significant oxygen desaturation occurred because of a right-to-left shunt through the iatrogenic atrial septal defect. An 11-mm amplatzer septal occluder was successfully implanted, resulting in a good clinical outcome. No additional information was provided. Details are listed in the attached article titled, ¿ivac-2l to facilitate transcatheter edge-to-edge repair of mitral valve without leaflet coaptation¿

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - the implant date is estimated. The device was not returned for analysis. This complaint is based on an article review, and no lot or part information was provided. Based on available information, a cause for the reported perforation could not be determined. The reported patient effect of perforation, as listed in the mitraclip g4 instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.